Event description:
It was reported that two filter arms were fractured. Reportedly, the filter was implanted in a morbidly obese pt prior to a laparoscopic banding procedure in 2004. Pt was assessed for filter retrieval in 2005, but at the time the filter was deemed irretrievable. The pt was recently referred to another physician who successfully retrieved the filter. Upon retrieval, it was noted that two arms were fractured. One arm was found in the pulmonary artery and was able to be retrieved. The other arm could not be located. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device was retained by the user facility; therefore, no sample evaluation could be done. Despite attempts, case images were not provided for evaluation. Based on the info available, the result of the investigation is inconclusive. The event root cause is unk. The current IFU (instructions for use) states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vana cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.